Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of premature battery depletion. No further information is known at this time. The ICD was received for analysis.